Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has not been made available by the surgeon. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had left femur on left knee revised due to periprosthetic fracture and nonunion. Surgeon said there was no explanation to how it occurred. Surgeon requested no further investigation because incident was not caused by device failure.